Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dissection of the inguinal cavity in a laparoscopic left inguinal hernia repair, the balloons did not inflate. Other balloons were opened and used successfully to complete the case. There was no patient injury.